Event description:
It was reported that during removal of gastrointestinal stromal tumor (gist) robotic laparoscopic procedure, at the beginning of the procedure, the bipolar fenestrated grasper (bfg) would not recognized. After a couple of attempts of detattaching and attaching the bfg, it recognized successfully. After around 5-10 minutes of use, the system lost connection of the bfg again. The staff changed the sterile interface module (sim) and later also changed the bfg with a new one , since the system lost connection of the bfg again. Withdrawing the instrument and inserting it again solved it in second round with new sim and new bfg and it worked the rest of the procedure. No injury to the patient.

Manufacturer narrative:
Continue to d10: concomitant product: product ID: mrasi0004; sn: (B)(6) product ID: mrasa0003; sn: (B)(6) product ID: mrasi0004; sn: (B)(6) product ID: mrasc0002; sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.